Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue. Reportedly, the customer was using pump supplies longer than recommended by tandem user guide.

Manufacturer narrative:
Per tandem user guide: change your cartridge every 72 hours or as recommended by your healthcare provider. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿